Manufacturer narrative:
For the reported event, the devices were returned to bd and evaluated. The photo is reviewed. Outer sheath fracture and partial deployment were confirmed for the device. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fem09100. Endovascular stent graft allegedly experienced failure to deploy, misfire, and fracture. This report was received from a single source. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is 66 years old, male and 59kgs.